Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit cuts off in use. There was patient involvement but no harm reported. A getinge field service engineer (fse) stated that he arrived onsite to service unit, unit turned on without an error message. Re-calibrated the transducers and completed the system checkout as required. Informed biomed of fse findings. Biomed will monitor unit for any further failures. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) cut off . The rn in the ICU, called regarding an ¿iabp may require maintenance¿ alarm. The rn was in the room with the patient and the pump was functioning appropriately. The pump alarmed prolong time in standby and then did not pump for approximately 30 seconds. The pump then resumed pumping but had the iabp may require maintenance alarm. The rn switched to a different console and the console was functioning appropriately. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).